Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on display window, cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The buttons on the insulin pump were unresponsive. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.